Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 73-year-old female with postcardiotomy cardiogenic shock (pccs), in a pre support clinical state consistent with scai shock stage d, underwent placement of an impella 5.5 via the right axillary/subclavian artery on (B)(6) 2026 while supported on va ECMO and iabp. The left ventricle was described as small and hyperdynamic. After implantation, the team was unable to achieve adequate pump flows despite appropriate volume resuscitation. Blood volume was administered but did not resolve the low flow condition. The introducer was flushed before insertion, and the pump was repositioned once, though repositioning did not correct the issue. Based on the available information, the patient experienced persistent low pump flow and intermittent suction despite adequate volume administration and pump repositioning. Contributing patient factors included a small, hyperdynamic lv and marginal rv function with elevated cvp, which likely impaired filling conditions necessary for optimal pump performance. No device defect or malfunction has been confirmed. The impella 5.5 was not removed due to the low-flow condition; rather, the patient expired while on support on (B)(6) 2026. The pump is being returned for evaluation, and device data download is pending. A definitive root cause cannot be determined at this time. The death is being reported and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1 (s product problem); d1; d4 (serial); d10 (concomitant med products); e1; e3. B1: ticked to captured product problem. The cause of the low pump flow was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
Section d4 primary UDI number has been updated.